Event description:
It was reported that during implant attempt, after 25 turns the lead helix would eject forward and had great difficulty retracting. It was also reported there was positioning and fixation difficulty. Explant damage was also noted due to the "needle puncture" to remove with guidewire. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector; the distal conductor has been over-retracted. Blood/body fluid present on the distal conductor and in/on the helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after 25 turns the lead helix would eject forward and had great difficulty retracting. It was also reported there was positioning and fixation difficulty. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.